Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.